Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several pause episodes were observed. Device was inactivated on (B)(6) 2018. There is no plan for device explant at this time. There were no adverse consequences to the patient.